Event description:
The following information was received via maude report: "when attempting to place radial artery catheter, the catheter itself is too flimsy and unable to pass the patient's skin despite needle already having passed through patient's skin, subcutaneous tissue, and artery. The catheter bunches on needle and does not pass through skin. Upon removal, catheter tip is deformed. This issue has occurred with other patients but happened twice with this patient. This resulted in multiple unnecessary arterial punctures. Alternative vascular catheter had to be used for arterial access. This results in multiple unnecessary arterial punctures." No patient injury was reported. As it was reported that this issue "happened twice with this patient", two mdrs were submitted: 9680794-2021-00342.

Manufacturer narrative:
(B)(4). MDR report key 11862769. MDR text key 251976732. Report number 11862769. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). MDR report key (B)(4). MDR text key (B)(4). Report number (B)(4).

Event description:
The following information was received via maude report: "when attempting to place radial artery catheter, the catheter itself is too flimsy and unable to pass the patient's skin despite needle already having passed through patient's skin, subcutaneous tissue, and artery. The catheter bunches on needle and does not pass through skin. Upon removal, catheter tip is deformed. This issue has occurred with other patients but happened twice with this patient. This resulted in multiple unnecessary arterial punctures. Alternative vascular catheter had to be used for arterial access. This results in multiple unnecessary arterial punctures." No patient injury was reported. As it was reported that this issue "happened twice with this patient", two mdrs were submitted: 9680794-2021-00342 .